Event description:
It was reported, the patient is experiencing a persistent discomfort at the ipg site. The discomfort is present with stimulation both on and off. The patient was advised to contact her physician. Additionally, the patient indicated she was experiencing heating at the ipg site while charging (reference MFR report: 1627487-2011-05417).

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.